Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the device will work for a while and then stop and is sensitive to position, at times it won't read at all. No patient impact or consequences were reported.

Event description:
The customer reported the device will work for a while and then stop and is sensitive to position, at times it won't read at all. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The cable had a torn bend relief on the side of the m20 connector. The unit failed continuity testing due to an open in the cable at the torn bend relief area. The device failed functionality testing, a "sensor off patient" error message was displayed.